Event description:
End user states she got the chair end of 11 or early 12. States 2 months into having the chair, she had problems with the joystick. States that the company she bought the chair from closed the branch, because they have had nothing but problems with power chairs.